Event description:
New information received states the implantable pulse generator (ipg) was explanted and a new device was implanted. The ipg was reaching end of life. Therapy was restored post procedure. There were no complications during the procedure.

Manufacturer narrative:
(Serial number, lot number, manufacturing date and expiration date) should have been ((B)(4), 3194890, aug 31, 2010 and aug 28, 2012 respectively) rather than ((B)(4), 3535793, nov 2, 2011 and nov 28, 2013 respectively).

Event description:
It was reported that the implantable pulse generator (ipg) was not communicating with the charging unit. Patient stated they did not charge for at least six weeks. It was suspected that the ipg was inoperable. Charger was connecting successfully with the ipg however, the patient was only receiving therapy for a small portion of the day with a full charge. Patient was to be scheduled for a ipg replacement. No further information is available.